Manufacturer narrative:
DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Based on the repair notes, the service technician was unable to duplicate the failure as stated in the complaint. Recommended repairs were made as part of preventive maintenance for continued system operation. Failure mode: overheating insert root cause: no defect - per the repair notes, no product fault found. Conclusion code: no failure found.

Event description:
In this event it is reported that while customer was using select sps swvl/resrv,230vuk/I it is alleged that the tip got very hot before treatment. No injury reported.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.